Event description:
The customer reported to olympus the rhino-laryngo videoscope defects of the bending section and insertion tube. The device was returned for evaluation. During the device evaluation, the foreign matter issue was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the bending section cover had foreign objects and the adhesive on the bending section cover had a chip; due to wear of angle wire, the bending angle in the up direction did not meet the standard value, the universal cord had a dent, the video cable had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information. The customer also provided the following regarding the insufficient cleaning: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. It was unknown if there was a delay in the start of the pre-cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. In addition, for the reprocessing the customer could not confirm what the foreign material could be, it's unknown if the customer wiped/brushed the insertion section with clean lint-free cloths, brushes or sponges, the customer confirmed there were no abnormalities in the accessories used for reprocessing and customer confirmed the endoscope was not presoak in detergent solution. Based on the results of the investigation, a definitive root cause could not be determined. The event can be prevented by following the reprocessing methods of enf-v4 described in: instructions rhino-laryngo videoscope olympus enf-v4, enf-vh2, reprocessing manual. Olympus will continue to monitor field performance for this device.